Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The medium-large clip applier instrument was analyzed and the instrument was installed on an in-house system and driven. The clip applier instrument failed the clip test due to due to the clip not being able to stay installed into grips. .

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the medium-large clip applier instrument was inspected and observed to be broken at the tip of the instrument. No detachment was reported. No fragment fell into the patient.